Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by fever and cloudy fluid. The cause was unknown. The patient was hospitalized for the event on the same day as the event onset. The patient was treated with vancomycin injection (500mg, intraperitoneal, frequency and duration not reported) and amikacin injection (250mg, intraperitoneal, frequency and duration were not reported) for peritonitis. Three days after the event onset, the patient was recovered from the event. On an unreported date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.